Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported that during an intraocular lens (iol) implant procedure, the posterior capsule broke. The iol was removed and replaced with a different model lens during the procedure. Additional information has been requested.